Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported that the steelcore guide wire was used in the main pulmonary artery. It should be noted that the hi-torque steelcore¿ bare guide wire, electronic instructions for use (IFU) states; this hi-torque steelcore¿ bare guide wire is intended to facilitate the placement and exchange of diagnostic and therapeutic devices during intravascular procedures. It is not intended for use in the cerebral vasculature. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficult to remove appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a cardiomems procedure. The cardiomems sensor was deployed and it migrated to the main pulmonary artery after the delivery catheter and steelcore guide wire were pulled back. Because of the migration the steelcore guide wire was used to push the sensor back to the appropriate place. It is possible that the sensor stuck to either the delivery catheter or the guide wire causing migration of the sensor. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.